Event description:
Boston scientific received information that during an implant procedure, this guiding catheter was used with the an electrophysiology mapping lead. At the end of the implant, it was noted a portion of this guiding catheter remained in the coronary sinus. It was thought this may be the distal portion of this guiding catheter. An additional procedure will be performed to attempt removal of this product. An internal technical service consultant was contacted and provided the structure and design specifications. A revision procedure was performed. The terminal part of this guiding catheter was recovered and the procedure was completed. No adverse patient effects were reported.

Manufacturer narrative:
The portion of this guiding catheter was successfully removed. No further information is expected regarding this event. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt, visual inspection confirmed the reported tip separation. Dried blood was noted throughout the hub and shaft. In addition, numerous bends were noted in the shaft. Multiple wires extended over the returned portion of the lead. It was thought this was due to torturous patient anatomy or the disinfection process. Analysis could not determine the root cause of the reported clinical allegation. It was thought the reported clinical observation was likely related to the patient's anatomy, interaction with other products or procedure related.